Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had a high downstream occlusion at 21.0. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had high downstream at 21.0. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.